Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip and cracked lcd window. The insulin pump was received with loose/protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump had crack by the battery cap. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.